Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The cause of low bg was unknown. The customer was on a cruise and received third party assistance from the cruise ship infirmary, who provided glucose tablets and orange juice to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.